Manufacturer narrative:
The event of lead/anchor explant and replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04267. It was reported that the patient had lost effective therapy due to lead migration. The patient underwent surgical intervention to explant and replace their leads. Effective therapy was established post operatively.